Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had unexpected restart. The customer¿s blood glucose level was 7.0 mmo/l. Customer was assisted with troubleshooting. Customer was able to clear the pump errors, however able to complete rewind the insulin pump. The customer was reported that the alarm was occurred shortly after inserting a new battery. The insulin pump will not be returned for analysis.